Manufacturer narrative:
This event was previously included in summary of 12 filed under 1060818-2023-04133. This event is being filed separately to reduce the total of 1060818-2023-04133 from 12 to 1.

Event description:
Implant failed to osseointegrate.